Event description:
It was reported that the 2.25x15mm xience alpine stent delivery system (sds) was about to be loaded onto the guide wire when it was noted that the stent was not on the sds. The stent was found inside the protective sheath. There was no reported resistance with removing the protective sheath from the sds. There was no patient involvement. Another xience alpine stent was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported dislodged stent was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged stent from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.